Event description:
Near conclusion of surgical procedure, surgeon removed item and placed it on tray. He, then, noticed a ball was missing from the tip. Surgery was extended 1 1/2 hours for manipulation and removal of ball from small artery. The medical center submits this report pursant to the provisions of 21 cfr part 803. This report is based on preliminary information received by medical center which medical center has not had the opportunity to investigate or verify prior to the reporting date. Medical center has not conclusively determined the cause of this event. This report shall not be construded as an admission by medical center that it or any of its employees or affiliates caused or contributed to the incident descirbed herein. In addition, the submission of this report shall not be construed as an admission that a reportable event has in fact occurred.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.